Event description:
Caller reported experiencing alarm 2 due to an occlusion event that occurred earlier in the day. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer resolved the issue by changing the infusion set and cartridge, then resuming insulin. Additional assistance was not necessary.